Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain, soft tissue damage/death, bone damage/death, metallosis, elevated metal ion levels, metal toxicity. Lawsuit alleges the presence of reactive synovitis, a black cyst, black hip synovitis, and tan-yellow to gray-brown bone during the revision procedure. Lawsuit further alleges a hip dislocation at an unknown date since the revision surgery. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent a right total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2012 due to patient allegations of pain, soft tissue damage/death, bone damage/death, metallosis, elevated metal ion levels, metal toxicity. Lawsuit alleges the presence of reactive synovitis, a black cyst, black hip synovitis, and tan-yellow to gray-brown bone during the revision procedure. Lawsuit further alleges a hip dislocation at an unknown date since the revision surgery. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2012. Operative report noted the presence of a black synovium, a black cyst in the ischium, and the taper adapter was cold welded onto the stem. The modular head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." And "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2014-01606/-01607/-01608/-01609/-01651/-01652/-01653).